Manufacturer narrative:
Investigation conclusion; tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause; cannot duplicate with retains. Source: phone.

Event description:
Reported 1 false positive sars results for one 58 year old asymptomatic patient (off label use at the time). The customer communicated the result was confirmed negative by molecular (pcr testing). Samples were collected concurrently and another pcr was done 5 days later which also confirmed negative.